Manufacturer narrative:
Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that, while in a cranial resection case, the site registered the patient non sterile and then draped the patient to go sterile. While draping, the vertek arm was moved causing gross inaccuracy. The site chose to continue without the use of the stealth station. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure did not change due to aborting navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
Manufacture date updated. If information is provided in the future, a supplemental report will be issued.